Manufacturer narrative:
The alarm trace showed multiple abnormal aspiration and sample clot alarms around the time of the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results for 2 patient samples on a cobas c 503 analytical unit. The doctor questioned the initial results which prompted the customer to repeat the patient samples. On (B)(6) 2025, sample 1 had an initial result of 3.36 mg/dl. The sample was repeated and the result was 0.396 mg/dl. The sample was repeated again on another analyzer and the result was 0.387 mg/dl. On (B)(6) 2025, sample 2 had an initial result of 6.10 mg/dl. The sample was repeated on another analyzer and the result was 0.832 mg/dl. The sample was repeated again on a third analyzer and the result was 0.823 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The creatinine reagent lot number is 89816101 and the expiration date is 30-apr-2027. The qc recovery data provided was acceptable. The field service engineer (fse) found that the sample probe was dirty, the reagent probe was bent, the rinse levels were incorrect, and there was crystallization on the sonic wash station. The fse replaced all probes, adjusted the rinse levels, and cleaned the sonic wash station. A precision test was performed successfully. The investigation is ongoing.